Event description:
The customer reported that the battery had dim leds and the device failed to recognize the battery. In this state the battery fails to power up the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had dim leds and the device failed to recognize the battery. In this state the battery fails to power up the device. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.